Manufacturer narrative:
Apparently the surgeon removed an object from the popliteal fossa, which might infer with the joint mechanism. The presence cannot be comprehended. Further information was not available. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
It was reported that in the femoral component a part hat to be removed.